Event description:
It was reported that during a lower abdominal laparotomy procedure, there were perforations in the bowel. The site converted to an open procedure and did a small bowel resection. The procedure was extended 45 min to an hour for this procedure. The pt is stable at this time.